Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s upper back and neck pain is worse when the stimulation is on. It was noted that the patient has had the upper back and neck pain since before the ins was implanted. It was reported that the pain subsides when the stimulation is turned off. No further complications are anticipated.